Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, imaging was challenging. A single leaflet device attachment(slda) occurred from septal leaflet. Per the physician, slda was due to pre- existing anatomy of tethered leaflet. Another triclip was implanted for stabilization and lead to reduction of tr to grade 1. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, imaging was challenging. A single leaflet device attachment(slda) occurred from septal leaflet. Per the physician, slda was due to pre- existing anatomy of tethered leaflet. Another triclip was implanted for stabilization and lead to reduction of tr to grade 1. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related patient morphology/pathology due to tethered leaflet. The reported poor image resolution was associated with challenging imaging. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.